Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient faced tape not sticking issue due to infusion set cannula fell off bump it by the door by mistake on (B)(6) 2026. No further information is available.